Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
This is a non us event. The consumer wrote as she was pulling out the tampon to change it some of the cotton from the top of the tampon was left inside her.

Manufacturer narrative:
Corrections: manufacturer name, city, state - added kimberly-clark staff address. Manufacturing site - was missing, added kimberly-clark staff address.